Event description:
It was reported that the patient complained of feeling 'faint headed' and dizzy. The lead exhibited noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.